Event description:
Major pump unit(s) involved: drive unit failure. Additional text: rate becoming fixed at 50- while set in auto mode despite activity. Specific component(s) involved: other component malfunction, specify. Other component: unknown. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : placed in fixed mode at rates tolerated by patient. Implant device type: lvad. :

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: other component malfunction.